Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 10-apr-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has reportedly had several falls since the implant. It was reported to the rep that the patient had lost sensation and had numbness of her lower extremities prompting surgical intervention. There was a reported epidural hematoma in the area of the paddle lead that required removal of the lead to enable them to evacuate the hematoma. The lead were cut inferior to the normal entry site around t10.  It has been communicated to the rep that the patient underwent a multi-level laminectomy to provide adequate access to removing the epidural hematoma safely. The paddle lead wires were cut just below the paddle portion and the remainder of the wires left intact. The ins site was not touched and the battery remains implanted at this time to allow for future use if able to get a new lead implanted in the future. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.